Event description:
The affiliate indicated that during the first inflation, leakage was observed from the fire star balloon. The procedure was completed with another balloon. There was no pt injury.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.